Event description:
Cautery esu device flamed at the tip when used for cautery/coag of subcutaneous tissue approx 1 inch into the tissue. The surgeon took her finger off the button and the flame disappeared. Reason for use: cut and coag bovie. Event abated after use.